Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies received. Hence, it is rather difficult to draw any conclusion. Following products were implanted, cage, plate and screws, although it is unknown whether our products caused any adverse event. We are filing this report for notification purposes only.

Event description:
It was reported per patient call that, the patient underwent surgery. Post-op, the patient observed a rash around her neck.